Event description:
The MFR representative reported the pt was implanted with a new catheter at a new level in the cervical area. - originally at t11-t12 and moved to c1 area. To compensate for the move, the medication was decreased 25% to 648mcg/day. The hcp also removed 64.5cm of catheter. A priming bolus was given over the shortest duration (around 35 minutes). The pt was also on flex dosing. Approximately 12 hours later, the pt was complaining of overdose symptoms and was admitted to the e.r. The hcp stopped the pump.